Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had physical damage. Customer stated that screen was scratched up and cannot see a thing. Customer's blood glucose currently was 257 mg/dl. Customer stated that the insulin pump is functioning as designed but unable to read the screen. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.